Manufacturer narrative:
H10: a qualified technician inspected the u9000 ultrafilter on site and the leak was confirmed. The reported condition was verified. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a u9000 ultrafilter, leaking was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.